Event description:
Customer reported there was melting noted in the contact area of the device. Customer stated alcohol pads are used to clean the device between used. A request was made for return product and replacement product was sent.